Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer's insulin pump experienced a motor error alarm while priming. He reported his blood glucose level to be 142 mg/dl. The customer was advised to disconnect from the pump and revert to back up plan. Troubleshooting was performed. The product was returned. Nothing further was reported.